Event description:
Customer's daughter reported that approximately two weeks prior to calling customer received an ER-3 message on the display of her adc blood glucose meter. Caller further reported customer was "dizzy, extremely fatigued, was unable to stand or walk and could not remember time and date". It was further reported customer sustained a loss of consciousness. Customer was given some juice to drink and then was taken to see her general practitioner. Customer's blood sugar was checked (no reading provided) and it was reported the healthcare provider "added dose of medication" and was "monitored for two weeks". It is unknown if this is a new, not previously prescribed medication. Multiple attempts to clarify this were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1374829) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. All results were within range specification during control solution testing. The actual date when the medical event occurred is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.